Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Subsequent electrical and mechanical testing identified the lead was electrically continuous, x-ray showed no inner coil fractures and pressure test determined there were no abnormalities in the lead body. However, the helix tip was found stretched and deformed.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant due to physical damage on the electrode end. The ra lead was removed prior to pocket closure and an alternate lead was implanted without issue. No adverse patient effects were reported.